Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. H3 other text : device not returned.

Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery and the load sequence. Customer loaded a new cartridge to resolve the issues. There was no adverse impact to the customer¿s blood glucose.